Event description:
The user facility reported that a portion of the coating was sheared off a guidewire during removal following a distal sfa balloon/stent procedure. The following info was provided by the user facility: the shearing occurred on a portion of the wire that was outside of the pt; and the physician completed the procedure successfully with no pt complications.

Manufacturer narrative:
Results: based upon evaluation of user facility info and pictures of the involved sample; based upon evaluation of reserve sample. Conclusion: based upon evaluation of user facility info and pictures of the involved sample; based upon evaluation of reserve sample. The involved device is in transit to the manufacturing facility for evaluation. However, photographs of the device have been examined. Visual inspection of the photographs of the involved device confirmed that the there was damage to the polyurethane coating partially exposing the core wire. No other significant info could be obtained from examination of the pictures. As of this time, the investigation is limited to assessment of the user facility's event description, quality records and retained sample. Evaluation of a reserve sample from the reported lot confirmed there were no defects or abnormalities. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the cause cannot be definitively determined, the photographic appearance is most consistent with damage to the glidewire coating due to manipulation against a sharp and/or hard surface during use. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by stating that inappropriate manipulation of the glidewire under certain conditions "may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available info has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. A supplemental report will be submitted after the involved sample is received and evaluated at the manufacturing facility. (B)(4).